Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the tip of the sheath fell off into the bladder during a transurethral resection of the prostate procedure. Tip was able to be removed. No harm reported.